Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak around their catheter. It was noted there was increased difficulty with spasticity control. No patient injury was reported. A rotor study was performed and it was determined the pump was "functioning." The device system was explanted on (B)(6) 2012. The patient recovered without sequelae. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that the cause of the event was due to csf accumulation, pocket in lumbar cistern, at the distal (spinal) segment of the catheter. A nuclear medicine study found patent delivery to the intrathecal space, but the spasticity did not improve and the csf leak persisted. The medication dose was increased on several occasions; however, medication delivery did not improve the spasticity. A dye study was performed on (B)(6) 2012 that showed no obstruction and patent catheter flow. The catheter was revised on (B)(6) and both the pump and catheter were replaced on (B)(6). Patient symptoms included headache, swelling at incision and no change in spasticity. The patient was hospitalized for the event. The patient recovered without sequelae. The device system delivered compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4). Analysis of the pump serial # (B)(4) revealed no anomaly found. Analysis of the catheter serial # (B)(4) revealed no significant anomaly.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).